Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that right after lunch, while at work, he had made insulin therapeutic adjustments based only on his cgm value of 130 mg/dl, which is a practice against cgm's user's guide recommendations. Pt suffered a hypoglycemia episode and started behaving symptomatically. Paramedics were called and they measured pt's bg at 42 mg/dl. Pt was treated inside the ambulance for 1-1.5 hours before he was released. At the time of his call to dexcom technical support, pt reported that he was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.